Manufacturer narrative:
The device was deployed, fifteen minutes later; the patient was then transferred to recovery. Approximately ten minutes in recovery, the surgeon noticed bleeding on the abdomen (internal bleed). The doctor applied fifteen minutes manual compression. The nurse applied additional ten minutes manual compression. Fem-stop was applied. Patient is in recovery room stable. Multiple attempts to retrieve detailed information regarding product use and plug deployment were unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within 30 days from receipt.

Event description:
The device was deployed, fifteen minutes later; the patient was then transferred to recovery. Approximately ten minutes in recovery, the surgeon noticed bleeding on the abdomen (internal bleed). The doctor applied fifteen minutes manual compression. The nurse applied additional ten minutes manual compression. Femo stop was applied. Patient is still in recovery room stable. The product was discarded and will not be returned for analysis.